Manufacturer narrative:
Insulin pump passed displacement test and self test. Device was reset with correct time/date and monitored for 5 days. No time/clock anomaly was noted. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had time anomalies. The blood glucose at the time of the incident was 5.8 mmol/l. The device will be returned for analysis.